Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion, and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2021 due to seizures, syncope, heart block, and bradycardia. Physician could not interrogate the pacemaker after utilizing two different programmers. Device also failed to produce a magnet response. Further investigation found that the device was in end of life (eol) stage even though previous battery estimates had been longer. Device was explanted and replaced on the same day. Patient was stable after the procedure.